Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
During a labral repair procedure the device shattered. The broken pieces were removed with a grasper. It was reported that it is possible that fragments were left in the patient. The prep. Was a 2.9mm drill and guide. The site was also burred a bit. The patient¿s bone quality was hard. They completed the case utilizing a different hole, leaving the original empty.